Manufacturer narrative:
The present submission/submissions is/are corrective. Submission/submissions for the incorrect mfg. Submission/submissions. (B)(4).

Event description:
Implant failed due to a loss of osseointegration.